Event description:
Report received of nursing programming error which resulted in overdelivery. The pt was receiving infusions, exact solution not recalled, on line a at a rate of 100ml/hr and on line b at a rate of 125ml/hr. Line d was free. Line c was infusing dilaudid, concentration not recalled, at a rate of 40 ml/hr. The nurse reprogrammed line c from 40 ml/hr to 350 ml/hr to administer a 10 ml bolus in continuous mode. After the bolus delivered, the pump alarmed. The pump history showed that when the nurse reprogrammed at this time, the volume was changed instead of the rate. The pump received a program request for 40 ml vtbi at a rate of 350 ml/hr. The pt received a 40 ml bolus of dilaudid at a 350 ml/hr rate in a seven min time period. When the pump alarmed after this bolus, a different nurse answered the alarm and detected the error. The dilaudid was held for one hr then restarted. The pt reportedly tolerated the overdelivery without harm and no medical interventions were provided.